Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Reportedly, cartridge had been used beyond labeling. Additionally, it was reported that a cartridge change error occurred during the loading sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 202 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Device not returned.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the fill estimate issue could not be verified. The cartridge change error was verified in the pump logs; however, no failure was identified.